Manufacturer narrative:
Additional information indicated this event is not reportable for serious injury or malfunction. No further follow up reports will be submitted under this report number unless additional information is received indicating a device malfunction or serious injury. Codes have been updated to reflect new information. No conclusion, result, or method codes apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery must have been reset because they had not charged the device for over a month. The battery was said to be empty. No further complications were reported. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins wasn't turning on and it was showing a symbol that said a "reset had occurred." The patient said he wasn't charging the ins for a bit because he wanted to take a break from the device. The therapy worked really well, but when he had the stim constantly on sometimes it "becomes too much" and he doesn't like the buzzing. The patient confirmed it has been like that since implant. The patient tried to connect to the ins 3 days prior to the report, but they encountered a power on reset (por) message on the recharger and programmer. The programmer was used to clear the por and the ins was able to be charged after the message was cleared. No further complications were reported.